Event description:
I had just opened my contact saline solution the night before and put my contacts in the case with the solution for overnight. This morning I went to rinse and put my contacts in with the same solution and when I put the first contact in, I felt like acid had been dropped in my eye. I struggled to get the contact out because my eye hurt so bad it wasn't opening. I was sure that maybe it was my fault, maybe there was soap on my hands. I rinsed my eye out for a few minutes then tried the second contact in the other eye after I had scrubbed my hands clean. Again, horrible pain in that eye. I took the contact out and rinsed that eye with water. I threw the contacts away and went to work without contacts in. My eyes were watering, red, and super sensitive to sunlight. I am writing because I can¿t imagine this happening to a juvenile or a new wearer of contacts. I was in horrible pain and panicked and I have been wearing contacts for 30 years, with this never happening. The product is walgreens multi-purpose solution for soft contact lenses item # 156826 w10043-0323-f w3org0821-f rev-0323.